Event description:
During an anterior cervical decompression with fusion, instrumentation, placement of fusion cages, and harvesting of the iliac crest bone graft, c4 through c7, an ear cup micro forceps 3.0mm straight jaws handle broke during use. The procedure was completed without further incidence and there was no harm to the pt.